Event description:
The customer reports that a patient underwent a cesarean section on march 9, 1998. A couple of days later the patient reported having incurred a burn on the abdomen in which she was treating with ointment and peroxide. The burn site was described as 4" long, third degree and surgical treatment is likely. The surgeon asked to have the power turned up during the procedure because the output seemed low. The biomed suspects the unit needs to be calibrated.